Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose (bg) level rose to greater than 400 mg/dl while wearing the pod on the abdomen longer than 48 hours. Symptoms reported include disorientation and confusion. The patient was diagnosed with hyperglycemia and treated with intravenous (IV) fluids by a healthcare professional and the pod was changed. The patient gave themselves a bolus. After bg levels were safe the patient was sent home, around four to five hours, later the same day.